Event description:
It was reported that the patient had a return of symptoms ¿about a year ago.¿ the patient stated that the leads had to be replaced and repositioned twice because, they had moved or the patient had ¿bent the wrong way¿ and they were not where they were supposed to be. The health care provider (hcp) reportedly told the patient had two of the leads were not working. The patient had also reportedly been reprogrammed around that same time and told to leave the therapy on program 2. The patient stated that there were four leads implanted ¿going to different areas.¿ the patient thought that the hcp had stated that the patient could try programs 2 and 4 because the other two ¿weren¿t firing.¿ additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28 lot# v594185, implanted: 2011 (B)(6); product type lead product ID 3037 lot# serial# (B)(4); product type programmer, patient product ID 3093-28 lot# v594185 serial# implanted: 2011 (B)(6); product type lead. (B)(4).